Manufacturer narrative:
Complaint was confirmed through engineering logs. Logs indicated multiple instances of rapid charge depletion and device not charging while on charging pad. The root cause is likely due to a mainboard power circuit issue. As a precaution the mainboard and battery will be replaced during refurbishment. Engineering logs are attached in the files section.

Event description:
It was reported that an ilet device did not power on after complete battery depletion; attempts to recover power with the original and a new charger were unsuccessful, and the user transitioned to backup therapy with subcutaneous insulin. Symptoms included hyperglycemia with a peak of 400 mg/dl. Outcomes included interruption of insulin delivery and the need for alternative therapy. Investigation included customer troubleshooting guidance and follow-up to verify charging and power-on behavior. Investigation of this case revealed that the device failed to turn on following a full battery discharge, consistent with a hardware power or battery failure leading to nonfunction, and a replacement device was provided. It was concluded, based on previously established findings for similar reports, that the cause was hardware failure related to battery or power management.